Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 74 year old female patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention. There was a signal noise at decanav 7-8 potentials. Noise occurered when the catheter was inserted into the patient¿s body. After that, blood pressure decreased, and rvot tamponade was confirmed, four hours after the start of the procedure. Pentaray was used instead of the decanav. Thoracotomy was performed. Atrial septal puncture was performed. Ablation was performed before tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 30w 10ml. The physician's opinions on the relationship between the event and the product was that steam pop was caused by ablation. After that, blood pressure decreased, and tamponade was confirmed. There were no abnormalities observed prior to use and during use of the product. The complaint product(s) will be returned for analysis. The adverse event was discovered during use of biosense webster products. The physician commented that pop was observed and then tamponade was confirmed but he didn't comment about cause of this issue. Open surgery was provided. Transseptal puncture was performed but the details of the needle product were unknown. The flow setting for the irrigated catheter was 30w 10ml. No error was observed. Force visualization features used were dashboard and vector. No visitag module used. No additional filter used with the visitag. No color options used prospectively. No error was reported. Steam pop is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 25-may-2023, the product investigation was updated to include the manufacturing record evaluation. A manufacturing record evaluation was performed for the finished device number lot 30907243l and no internal action related to the complaint was found during the review. The manufacture date was updated to 16-sep-2022. The h6 type of investigation code now includes "analysis of production records (b14)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).